Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were low and erratic, the control bar was rough, and the torque for the thickness control lever was loose. The machined head, control bar, motor, plug harness, switch, bearings, and various other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: india.

Event description:
It was reported that during testing the handpiece is fully dead. There was no patient involvement. During product evaluation, it was found that the rpms were low and erratic and the torque for the thickness control lever was loose. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.